Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge during the load sequence. Additional information was not provided. Ther was no reported adverse impact to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.